Event description:
It was reported that, "we put the liner in the cup and after multiple failed attempts to seat the liner, the surgeon opted to use a different liner."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.